Manufacturer narrative:
Device history record the record file of the involved batch was reviewed: the batch was manufactured within the specifications and no discrepancy was observed. No other similar complaint was reported on the units released in june 2023. Summary of investigations no device was returned preventing a thorough survey. No pictures/videos of the complaint sample/observed defect were transmitted. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion this complaint is not confirmed as no thorough investigation can be performed without the concerned sample. If new element become available in the future, this complaint will be reopened. This type of incident is very rare. No actions plan is foreseen at that time.

Event description:
"When removing the needle after intravenous drip, the special bevelled needles for implantable vascular access systems protection base came off from the needle, causing adverse damage to the patient."